Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination. Four days after the onset, the patient was hospitalized for peritonitis and an unrelated event. The treatment for the peritonitis event was not reported. The patient was discharged from the hospital after four days. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.